Event description:
The user intermittently received erroneous creatinine results for a total of 5-6 pt samples. Of the data provided, two creatinine results were discrepant. The repeat testing was performed an another p module. Sample 1 initial result was 10.2 mg per dl, repeat result was 0.9 mg per dl. Sample 2 initial result was 5.2 mg per dl, repeat result was 0.8 mg per dl. The initial result was reported for sample 2 only. The pt was not harmed or treated inappropriately. On (B) (6) 2009, the user stated additional erroneous results occurred, but refused to provide pt result data or any other info. The field service rep found the sample probe was clotted and replaced it. He also determined there was contamination and decontaminated the system. He verified the analyzer operation by running the analyzer.